Manufacturer narrative:
Internal complaint number: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported during reprocessing, 7mm extended length endoscope eye piece was broken s/n (B)(6) (it came unscrewed) and po # ur2237816-21 was processed for repair. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during reprocessing, 7mm extended length endoscope eye piece was broken s/n (B)(4) (it came unscrewed) and po # (B)(6) was processed for repair. No patient involvement.